Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional patient/device information: it was later reported that the patient history was hypertension, diabetes, tia, dvt, cerebrovascular accident, testosterone deficiency, diabetic neuropathy, hypertensive nephropathy, hypertensive cardiovascular disease, intraventricular hemorrhage, left basal ganglia hemorrhage. The patient's date of birth was also provided. (B)(4).

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional patient/device information: it was later reported that the patient history was hypertension, diabetes, tia, dvt, cerebrovascular accident, testosterone deficiency, diabetic neuropathy, hypertensive nephropathy, hypertensive cardiovascular disease, intraventricular hemorrhage, left basal ganglia hemorrhage. The patient's date of birth was also provided. It was later reported on (B)(6) 2016 that the patient's strata ii shunt needed to be adjusted again as it had changed pressure level settings. Reportedly, there was fluid in the patient's brain that needed to be drained. According to the report, the shunt was changing settings after every CT scan the patient had.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the shunt system was not working properly and that fluid is continuing to build up in the patient's head causing constant sleeping and discomfort.